Event description:
The reporter indicated that the pt passed away. The cause of death is unknown at this time. The pt's treating physician reported that the pt was found face down in bed and they had slightly low multiple anti-convulsant levels. The vns system was not explanted prior to burial. Further follow-up with the physician revealed that "a couple of years ago". The vns settings were increased which resulted in significant anorexia and weight loss; therefore, the settings were promptly turned back down. The last vns adjustment was approximately 29 months ago. The pt reportedly felt that the vns therapy was effective for them. The physician noted that he does not know of anything to suggest that the death was in anyway related to pt's vagal nerve stimulator. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.